Event description:
The customer swapped the homechoice (hc) machine due to: no customer reported problem/(B)(4) homechoice / homechoice pro iipv field communication and software upgrade. The product analysis lab (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a rite - ground bond failed performance spec: measurement was 0.118 ohm, specifications are 0.001 - 0.100 ohm. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) ground bond failure test: measurement 0.118 ohm (specification 0.001 - 0.100 ohm). Performed continuity test between power entry module (pem) ground and door post and resistance went from 0.143 ohm to 0.005 ohm when the door post set screw was completely tightened. The loose door post caused a poor connection between the power entry module (pem) ground and door post resulting in the ground bond failure. Assignable cause for the rite failure of ground bond failure was determined to be caused by a loose door post set screw. The door post was scrapped. Device was sent to servicing.